Manufacturer narrative:
Conmed received the product for evaluation however it was not returned in the original conmed shipping bag. A visual examination of the returned item confirmed debris inside the product cassette. The cassette membrane was removed, and white debris was found. Per conmed's sterile package particulate & seal width chart, foreign substance is not acceptable. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint with a total quantity of 25 units for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 30 complaints, regarding 449 devices, for this device family and failure mode. During this same time frame 820,111 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0006. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises these tubing sets are intended for use, in conjunction with the conmed linvatec 10k and 24k pumps, for pump-induced or gravity delivery of sterile fluid for irrigation and/or distention during arthroscopic procedures. The user is also advised that tubing sets are single use only. Do not clean, disinfect, re-sterilize or reuse. Tubing sets should only be used if the original packaging and labeling are intact. If the packaging has been opened or altered, do not use. Sterile integrity may be compromised. A determination for further investigation was made and a manufacturing process review initiated for this device family. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Additional product code; gci. At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, conmed (B)(4) reported issues with the 10k100, linvatec 10k / 24k arthroscopy inflow tubing set, lot # 202001275. It was reported that the device was used in (B)(6) 2020, exact date unknown, for an arthroscopic procedure, either psld, a/s knee, a/s shoulder. A foreign material was found inside the cassette of the tubing post operatively. They are unable to determine what the material is. There is no reported patient injury or impact and the procedures were completed with no reported delay. Although requested, no other additional information is available. This report is being raised on the basis of previous FDA MDR reportings of similar malfunction with potential for injury upon reoccurrence due to the unknown foreign debris.